Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited a shocking impedance measurement of 125 ohms, up from 35 ohms at implant. It was reported that the remaining lead measurements were otherwise all normal. A guidant technical services consultant discussed a possible loose setscrew and discussed trying to elicit noise on the shock electrogram. A guidant sales representative confirmed that noise could be evoked on the shocking electrogram.